Manufacturer narrative:
This is a duplicate MDR from an erroneous duplicated complaint. Please see 1220648-2023-01831 for original MDR.

Manufacturer narrative:
B(5): initial report also indicated that the patient was administered a fem-fem bypass in response to the reported ischemia, prior to explant. H(6): included code for unexpected medical intervention (4641).

Event description:
Initial report also indicated that the patient was administered a fem-fem bypass in response to the reported ischemia, prior to explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 45 year old male patient presenting with acute myocardial infraction and cardiogenic shock for impella support. The physician noted concern for distal ischemia during impella support. As such, the decision was made to remove the device the following morning.